Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. The customer was educated on ensuring cartridge air removal prior to filling, and they acknowledged understanding. There was no adverse impact to the customer¿s blood glucose level. The customer decided to load a new cartridge on their own following proper steps and agreed to follow up if necessary.